Event description:
During evaluation of a returned homechoice device, three increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:43:06. During night drain cycle 27, the patient's ultrafiltration reading was 479ml, indicating the home patient drained 479ml more than their maximum programmed fill volume of 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be a false empty detect and use error; the clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.